Event description:
It was reported that there was an aortic dissection that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. Post procedure the patient began to experience chest pain and a transesophageal echocardiogram(tee) was performed. The tee images showed that there was a large aortic dissection of the descending aorta. The patient was brought to surgery to repair the dissection, but ultimately the patient died.